Event description:
Per oos, this lead exhibited increased thresholds the day after implant. The physician attempted to reposition the lead, but was not successful, so the lead was removed. The pt received a (B) (4) lv lead on (B) (6) 2009. This device was discarded by the hospital.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.